Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Correction: block h6: imdrf impact code.

Event description:
It was reported that the patient had a revision surgery and experienced a fall on the date of implant that resulted in injury to their left foot. The patient also did not believe therapy was as effective as their previous device. Per the physician, the fall was not suspected to be related to the device in any way and therapy was noted to be effective following device programming. No patient complications were reported related to the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Correction: block h6: imdrf impact code. Block h11: investigation details: this investigation is assigned a most probable conclusion code of no problem detected. The conclusion is acceptable because analysis of the available information in the complaint did not reveal any fault conditions within the product. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues.

Event description:
It was reported that the patient had a revision surgery and experienced a fall on the date of implant that resulted in injury to their left foot. The patient also did not believe therapy was as effective as their previous device. Per the physician, the fall was not suspected to be related to the device in any way and therapy was noted to be effective following device programming. No patient complications were reported related to the device.

Event description:
It was reported that the patient had a revision surgery and experienced a fall on the date of implant that resulted in injury to their left foot. The patient also did not believe therapy was as effective as their previous device. Per the physician, the fall was not suspected to be related to the device in any way and therapy was noted to be effective following device programming. No patient complications were reported related to the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.